Event description:
A customer reported to olympus that during a procedure using the evis exera iii bronchovideoscope, the patient started to bleed post biopsy. The physician had to use cautery to stop the bleeding. Use of cautery also damaged the scope, and the procedure was completed with a similar scope.

Manufacturer narrative:
Upon evaluation of the returned device, the following was found: air/water leaking from the insertion tube/bending section, lg lens scratches, distal end burns, a-rubber adhesive cracking, and cracking/scratches/burr/scrapes on the distal end (with a sharp edge). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus confirmed nonconformities at the insertion section, but could not specify the damaged area noted by the user. The user reported that the bleeding did not relate to the device. Based on the results of the investigation, the relationship between the patient injury and the device cannot be confirmed. The root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was obtained from the customer: the procedure was a diagnostic bronchoscopy with biopsy. There was no delay, no impact on procedure and patient. The patient's health was reported as fine.